Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they are not real happy with their stimulator and they are hoping to get happy with it again. Patient stated the therapy worked for like a month after it was implanted and then it wasn't "doing its thing." Patient said sometimes it feels like it goes off entirely and sometimes it is so strong it makes their toes cramp up without intentionally doing so. When asked about the frequency of that occurrence, patient did not give a direct answer. Patient independently connected to ins and confirmed therapy was on. Agent walked patient through how to change programs and increase stim to a comfortable level. Patient will maintain stimulation level and will continue to track symptoms.